Event description:
This complaint is from a literature source. The following literature cite has been reviewed: troisi ri, rompianesi g, d'hondt m, vanlander a, bertrand c, hubert c, detry o, van den bossche b, malvaux p, weerts j, sablon t, vermeiren k, biglari m, gryspeerdt f, de meyere c, dili a, boterbergh k, lucidi v. Multicenter belgian prospective registry on minimally invasive and open liver surgery (brells): experience from 1342 consecutive cases. Langenbecks arch surg. 2025 mar 3;410(1):86. Doi: 10.1007/s00423-025-03661-4. Pmid: 40029488; pmcid: pmc11876285. The aim of this study is to investigate the diffusion, indications, and short-term outcomes of mils (n=684) compared to the open approach (n=658) between january 1, 2017, and december 31, 2019, was established (brells) and analyzed. Harmonic scalpel (ees) was used as one of the energy devices used during liver resections in both groups. Reported complications: harmonic scalpel (ees) mils group. (N=684) minor resection complication clavien-dindo grade = 3 (n=19) treatment: not reported. Readmission (n=31) treatment: not reported. Major resections complication clavien dindo grade = 3 (n=7) treatment: not reported. Readmissions (n=5) treatment: not reported. Open approach group (n=658) minor resection complication clavien-dindo grade = 3 (n=55) treatment: not reported. Readmission (n=41) treatment: not reported. Major resection complication clavien-dindo grade = 3 (n=51) treatment: not reported. Readmission (n=34) treatment: not reported. In conclusions, mils was the preferred technique in half of the cases, particularly in patients with cirrhosis and portal hypertension, and benign lesions. It provided superior short-term outcomes compared to the open approach for both minor and major liver resections in selected patients.

Manufacturer narrative:
(B)(4) date sent: 6/8/2026 b3: publication year of 2025 d4: batch # unk d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.